Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and associated h6 coding added. Additionally, the following correction was made: (h4) device manufacturer date was corrected to january 17, 2013. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation and the information provided, it could not be determined what the foreign material was. There was no damage to the area where the foreign material was detected, and there were no deviations identified with the reprocessing performed. Therefore, the cause of the material remaining in the device could not be determined. The event can be detected and prevented by following the instructions for use which state: instructions for gif/cf/pcf-290 series, operation manual, chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. Instructions for gif/cf/pcf-290 series, reprocessing manual, chapter 5 ¿reprocessing of the endoscope (and related reprocessing accessories)¿ describes how to prevent the subject event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1. (B)(6). The device was cleaned, disinfected, and sterilized before it was sent in for repair. According to the customer, there was no delay in the start of the pre-cleaning. They flushed the air/water nozzle with water and air, they wiped/brushed the air/water nozzle with clean lint-free cloths, brushes, or sponges, and they flushed the air/water nozzle with the detergent solution. There were no abnormalities in the accessories used for reprocessing. The device was returned to olympus for evaluation and in addition to the reportable malfunction documented in b5, the remaining evaluation findings were as follows: due to wear of angle wire, bending angle in up direction did not meet the standard value; due to wear of angle wire, the play of up/down knob was out of the standard value; bending section cover, scope connector cover, universal cord, protector on universal cord on scope connector side, protector of universal cord on control section side, grip, scope cover, switch box, suction cylinder, forceps elevator lever, forceps elevator knob, up/down knob, right/left knob, control unit, and connecting tube had a scratch; adhesive on bending section cover, bending section cover, and image guide protector had a chip; connecting tube had a dent; connecting tube and control unit had discoloration; forceps channel port and suction cylinder was shaved; and connecting tube had a wrinkle. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the gastrointestinal videoscope inhalation button did not work. The device was returned for evaluation. During testing and inspection of the device, the following reportable malfunction was found: foreign object inside the nozzle. There were no reports of patient harm or impact associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.